Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus was not functioning and could not be calibrated, or that the programmer would not boot. The programmer passed functional testing. It was indicated that a connector was broken and the fan was noisy. The programmer was repaired and returned to service. E3: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not functioning and could not be calibrated. The programmer power was cycled and the programmer would not boot. The programmer was returned for service. No patient complications have been reported as a result of this event.